Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number (B)(4), lot number huyd1703 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair a recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112970, lot number huyd1703 was implanted to repair the hernia defect. On (B)(6) 2016: the patient underwent an additional surgery to repair a recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: on (B)(6) 2011 - patient was diagnosed with left inguinal hernia, left inguinal lymphadenopathy thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the hernia sac which contained fatty tissues from the abdominal cavity was identified and pushed back into the peritoneal space followed by the placement of a perfix plug (device #1) to the surrounding structures. A preformed mesh was placed over the floor of the inguinal canal and sutured to the conjoint tendon medially and laterally to the shelving edge of the inguinal ligament and distally to the superficial tissues over the pubic tubercle.¿ on (B)(6) 2014 - patient was diagnosed with reducible right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿a small hernia was identified and noted to be coming out of the deep ring. The sac was excised. The perfix plug (device #2) was introduced into the deep ring and sutured. An onlay mesh was placed on the top of this and was anchored with sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia, suture granuloma thereby underwent open repair. Per operative notes, ¿extensive scarring was noted as the external oblique aponeurosis was opened and the mesh (device #1) from the previous repair was seen. The 2 areas of prolene suture had some granulomatous formation around it. The suture was removed. On further exploration, dissected further around the mesh, above the mesh and just superolateral to it, a small defect was noted. The defect was closed and sutured.¿ attorney alleges that the patient had hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the perfix plug implanted to treat the patient's right inguinal hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields.. Corrected field: h4 (manufacturing date) this supplemental emdr represents the perfix plug (device #2). An emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for repair of a right inguinal hernia. A bard/davol perfix plug, reference number 0112970, lot number huyd1703 was implanted to repair the hernia defect. (B)(6) 2016: the patient underwent an additional surgery to repair a recurrent inguinal hernia. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with left inguinal hernia, left inguinal lymphadenopathy thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the hernia sac which contained fatty tissues from the abdominal cavity was identified and pushed back into the peritoneal space followed by the placement of a perfix plug (device #1) to the surrounding structures. A preformed mesh was placed over the floor of the inguinal canal and sutured to the conjoint tendon medially and laterally to the shelving edge of the inguinal ligament and distally to the superficial tissues over the pubic tubercle.¿ (B)(6) 2014 - patient was diagnosed with reducible right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, ¿a small hernia was identified and noted to be coming out of the deep ring. The sac was excised. The perfix plug (device #2) was introduced into the deep ring and sutured. An onlay mesh was placed on the top of this and was anchored with sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent left inguinal hernia, suture granuloma thereby underwent open repair. Per operative notes, ¿extensive scarring was noted as the external oblique aponeurosis was opened and the mesh (device #1) from the previous repair was seen. The 2 areas of prolene suture had some granulomatous formation around it. The suture was removed. On further exploration, dissected further around the mesh, above the mesh and just superolateral to it, a small defect was noted. The defect was closed and sutured.¿ attorney alleges that the patient had hernia recurrence, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum #1: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the perfix plug implanted to treat the patient's right inguinal hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum #2: h11: this supplemental emdr is submitted to correct the date of event. This supplemental emdr represents the perfix plug (device #2). An emdr was submitted to represent the perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.